Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that the catheter had migrated out of the intrathecal space. The patient was scheduled for a catheter revision on (B)(6) 2013. It was unknown if any diagnostic testing or troubleshooting had been performed. The patient status was reported as ¿alive-no injury¿. The device system was used to deliver infumorph and bupivacaine. It was later reported that the entire catheter was replaced with an 8780. The drug remained morphine and bupivicaine the existing 8709sc spinal end had been out of the intrathecal space and coiled at the back.

Event description:
It was later reported that the intrathecal pump was changed by another physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had experienced a lack of pain control. An x-ray showed the catheter in the lumbar soft tissue. The patient outcome was no injury/recovered without sequela.